Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced a skin reaction with infection at the needle puncture site, which occurred same day the sensor had been inserted. The patient stated that the infection occurred after the sensor was inserted after having surfed in polluted water. The patient consulted a doctor on (B)(6) 2024 and the reaction was treated with a prescription of oral antibiotics. At the time of the report the patient was stable. No additional patient or event information is available.